Manufacturer narrative:
Citation: carl schulz et al. When the heart becomes suicidal: a case report of severe left ventricular outflow tract obstruction following transcatheter aortic valve implantation. Eur heart j case rep. May 7;9(5):ytaf164 2025. 10.1093/ehjcr/ytaf164. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 88-year-old female patient with aortic stenosis who underwent successful implant of a medtronic 26-mm evolut fx bioprosthetic valve. Following the valve placement the patient experienced left ventricular outflow tract (lvot) obstruction complicated by severe septal anterior motion (sam)-induced mitral regurgitation. Due to persistent severe clinical symptoms, the decision was made to proceed with a transcoronary ablation of septal hypertrophy (tash) procedure. Following a successful tash procedure, the lvot peak-to-peak gradient was decreased from 100 to 30 mmhg. Later the same day the patient underwent implantation of a permanent pacemaker. At 10 days post-operative, an echocardiography showed significant improvement with even lower lvot gradients of 10 mmhg, moderate mitral regurgitation and mild sam. The patient was discharged on post-operative day 11 without heart failure symptoms. A follow-up at nine weeks after discharge found the patient with no relevant clinical symptoms and a good function of the bioprosthetic valve. No further information was provided pertaining to medtronic products.